Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient reported that their pump "stuck out more" than their previous "pediatric pump." The patient inquired "is this pump adult sized?" The pump "flipped backwards or something" and "they had trouble finding it." The patient had gained some weight since the first pump was put in. She had felt this was since the newer pump was put in, but it "seemed like it was getting worse." No interventions were mentioned. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The system was delivering morphine at an unknown dose and concentration. The lot number was unknown. The cause and outcome of the issues were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.